Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation returned test strips produce low readings. R&d final root cause: the root cause of test strips producing low results are due to storage outside specifications and/or vial left open for an extended period of time. Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 67 and 42mg/dl. The expected fasting blood glucose test result range is 107-120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the family room. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).